Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from its position in the atrial appendage. The lead was explanted and replaced with a new lead. No adverse patient effects were reported.